Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing elevated blood glucose levels up to 500 mg/dl from (B)(6) 0214. Patient stated she went to her diabetes specialist on (B)(6) 2014 and received an infusion with common salt solution. Patient reported she later switched to the backup pump and afterwards her blood glucose level was okay. Patient stated she began the primary pump again from (B)(6) 2014 and her blood glucose level elevated up to 400 mg/dl; took correction via pump and pen. Patient alleges the pump delivers too low insulin. Requested return of the alleged pump for evaluation.